Event description:
The customer reported that a pt's sample containing anti-c antibody reacted negative on the ortho provue analyzer. The customer repeated the sample in manual gel test using the same lot of gel cards and reagent cells and obtained a positive (1+) reactivity. Sample was initially tested in 2007 in manual gel test using ortho resolve panel a lot # vra102 and weak positive reactivity was obtained with all cells positive for the c antigen. The reactions interpreted by the instrument did not match pt's historical data and manual gel results, preventing erroneous results from being reported.

Manufacturer narrative:
On 05/24/2007 an ocd field engineer arrived on site and inspected the handler and found that the wash station was slightly cracked. The fe installed a new wash station, probe, verified the pressure and vacuum and performed the appropriate adjustments to return the analyzer to expected operation. No definitive root cause was determined.